Event description:
A consumer reports seeing glare and starbursts following intraocular lens (iol) implant surgery. Additional information, including patient status, has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested 09/07/2007, 09/10/2007 and 09/20/2007 by fax, mail and phone. Additional information was received on 09/04/2007, 09/05/2007, 09/10/2007 and 09/21/2007 by phone. A completed questionnaire has not been returned.